Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call, patient asked if they should be feeling stimulation. Agent reviewed each patient was programmed differently and some may feel stim while some may not. Patient then went on to say they were programmed by a rep probably about 6 months ago and they could feel stim after the programming, but when they got in their car, the stim was so strong that they couldn't stand it and felt like they were going to be buzzed right out of their skin, so patient turned stim down a little bit. Patient said they weren't able to get ahold of the rep after that and hasn't seen someone about it. Agent documented information given during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.